Manufacturer narrative:
Testing/repair found a short in the pt interface cable. The nim system is intended for use to monitor sensory and motor pathways. If the system fails to perform as intended, (especially to effect or detect electromyographic (emg) activity) it presents the potential for temporary or permanent damage to the nerve that is present. When info suggests that the nim equipment had the potential to not stimulate to affect electromyography (emg), or to detect emg, it is assumed that the failure was device-related and may have gone undetected. In this case, there is no info to suggest an event could not be interpreted falsely. Therefore, without info to reasonably suggest serious injury, or that medical intervention was required to preclude serous injury, we are filing this report as a product problem. The pt interface and cable provide the means for carrying electromyographic activity from the pt's innervated muscles to the console, an interface for carrying stimulation signals from the console to the stimulating probes/electrodes, and an interface to the console from the incrementing probe. This product is being used for treatment, not diagnosis.

Event description:
The MFR has refined the criteria for making MDR decisions. Upon a retrospective review, the following event is now believed to be reportable: a customer returned an nim-pt interface 2.0 stating "eval requested." There was no suggestion of pt injury or involvement. Testing/repair found that the pt interface had a short circuit. A short circuit in the pt interface, which can go undetected, has been known to affect the delivery of stimulus current and has the potential to cause or contribute to pt injury (loss of stimulation during use leading to a false negative). A sudden failure is not consistently accompanied by warning/error messages during a procedure. At this time we are unable to confirm whether the customer received any error messages or alerts of the fault. This reported event has no reference to an alarm or warning, therefore, it must be assumed that an alarm or warning went undetected or did not occur.